Event description:
Reporter indicated that the patient had been hospitalized for break-though seizures. Currently the patient is still hospitalized. The relationship of the break through seizures to vns therapy is unk. All attempts for further info have been unsuccessful.